Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
No evidence of the service activity / laboratory report was provided. Through follow-up communication with the same customer for a similar case occurred in 2024 on a different hc3t serial number, livanova learned that the device is cleaned regularly as per IFU, that disposable gloves were used solely for cleaning hc3t device, that the hospital does not use reusable blankets, that the water quality monitoring is applied and that the h2o2 is checked daily. Furthermore, since the device is stored full, the h2o2 is daily checked even during the non-usage days, and added when the water in the tanks is changed each 7 days. A pall aquasafe disposable water filter with 0.2 ¿m membrane (tap ref number aq31f1s) is used fort tap water; prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected; the 3t aerosol collection set is replaced after allowed use period (7 days); the hc3t field blue tubing set (code: 96-410-774) used with the heater-cooler is replaced each year and the device is placed inside the operation theatre during use at an estimated distance from the surgery field of 3 meters. A device service history review was performed and revealed that no other similar events were notified since unit installation in 2021. Based on the collected evidence, no deviation from the IFU that may have led/contributed to the reported contamination was observed. The specific root cause of the reported contamination could not be clearly determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action (cp-mun-2018-009) has been issued in march 2019. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.